Manufacturer narrative:
The event date is approximate. The device catalog number, model number, serial number or manufacturing number were not provided. Customer contact information and mailing address were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer alleged their toothbrush almost caused fire during charge and charger burnt off with the power socket got damaged. No visible fire or flame was reported and no serious injuries were indicated.

Manufacturer narrative:
E1: the consumer mailing address were identified and updated. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.